Event description:
Additional information reported received that the patient no longer had concerns with their device or therapy.

Event description:
The patient experienced acute pain in the evening of (B)(6) 2012 with the stimulation on or off. She increased the stimulation but the pain in her shoulder remained the same. There was no known accident or incident related to this event. Additional information has been requested.

Manufacturer narrative:
Lead model 3777-60 serial# (B)(4), implanted: (B)(6) 2010, explanted: programmer model 37743 serial# (B)(4), adaptor model 3550-29 lot# n248235 implanted: (B)(6) 2010, explanted. (B)(4).